Event description:
It was reported the rf (radio frequency) head would not communicate with patient's device even when not using auto identify feature (device selected). Another rf head worked properly with the same programmer. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the rf (radio frequency) head will not interrogate. Rf head also failed uplink functional test; rf head cable replaced to resolved issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.